Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the time of closing the ileostomy during an open colo-anal procedure, the stapler was not working. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the time of closing the ileostomy during an open colo-anal procedure, the stapler did not fire. Another device was used to complete the case. There was no patient injury.